Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the patient is feeling "heart problems" and that the device has shifted about two inches. Follow--up with the physician's office revealed the device had migrated laterally about one inch. The device was functioning normally and remains in use. No patient complications have been reported as a result of this event.